Event description:
A device was returned to bd unexpectedly. Through due diligence attempts, the customer provided information that the device has an issue with "occlusion/over pressure" (patient side occlusion failure during preventive maintenance). No further information was provided. There was no reported patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
Hold for ta 12/27 a device was returned to bd unexpectedly. Through due diligence attempts, the customer provided information that the device has an issue with "occlusion/over pressure" (patient side occlusion failure during preventive maintenance). No further information was provided. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.